Event description:
It was reported that patient underwent primary left knee surgery on (B)(6) 2004. On (B)(6) 2013, patient stood up and heard a click in his left knee and felt sudden severe pain in the joint. Revision procedure was performed on (B)(6) 2013 due to fracture of the femoral component. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown.

Manufacturer narrative:
Additional information was received (B)(4) 2014 including the product item and lot number. All information associated with this information including manufacture date, expiration date, and 510(k) number is included in this MDR supplemental report. Product evaluation in process. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
An oxford unicompartmental knee implant was returned to biomet following the fracture of the femoral component. This investigation has indicated that the fracture was a result of fatigue, which could have arisen due to sub-optimal cement and/or a lack of bone support beneath the posterior portion of the femoral component, possibly in combination with elevated stresses caused by impingement and abnormal tracking of the bearing. Observations such as the superficial damage on all components and the abrasion, plastic deformation and oxidation of the meniscal bearing, are all likely due to the disruption of the conformity of and stresses through the components due to these factors. It should be noted that post-primary radiographs would be required to confirm that this was indeed the cause for failure.